Event description:
A consumer reported seeing shadows on certain things in the distance and some starbursts around lights following intraocular lens (iol) implant surgery. He had a laser treatment which did not help. An optometrist told him that he is not only needs reading glasses but, a distance prescription due to his astigmatism. In a follow up with the consumer, he reported that the shadows and distortion are no longer present when he wears his prescription eyeglasses, but he has blur at all distances without them. The starbursts at night continue. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/07/2010, 10/12/2010 and 10/19/2010 by phone, fax and mail. Additional info was received on 10/12/2010 by phone. A completed questionnaire has not been received. (B)(4).